Manufacturer narrative:
Received one opened foley catheterization tray with the original unit packaging. The reported event was confirmed with an unknown cause. The syringe was received empty and without the grey cap. The barrel was inspected for cracks and was not noted to have any defect in the barrel which caused leakage of water. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contents: uro-prep¿ tray with: underpad, drape povidone-iodine solution npn 02076144 30cc syringe (prefilled with sterile water) to inflate foley catheter only. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was only half full with liquid. The cap was allegedly on the device when the tray was opened. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was only half full with liquid. The cap was allegedly on the device when the tray was opened. No patient involvement was reported.